Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and low battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap which did not resolve the battery issues. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, unexpected restart, weak battery, bad battery, low battery, battery out limit and failed battery test alarms were noted during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No audio/beep anomaly was noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.